Manufacturer narrative:
Pump passed displacement test, and self test and test p-cap locks into reservoir compartment. No unexpected alarms occurred during testing. Pump was cut open to perform visual inspection and no moisture damage was noted. Pump downloaded to thump successfully. Pump error 23 was found on 07/26/2025 12:02:05.000 however, this was not unexpected. No unexpected pump error 23 was noted during testing. The following was noted by visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube). In summary customers alleged pump error 23 was not confirmed during testing unresponsive keypad and keypad alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm, unresponsive buttons on the insulin pump, following airplane travel and hiking. The customer also reported a pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including explaining that rapid altitude changes might cause the keypad to become unresponsive temporarily. The customer was advised to remove and reinstall the battery cap without removing the battery, which did not resolve the issue. The customer was informed that the insulin pump would be replaced, instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. The customer would discontinue use of the device. Mmt-1884 was requested, and the customer's response was that the device would be returned.